Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that the after intra-aortic balloon (iab) insertion upon attaching the iab to the iab pump the balloon would not inflate. The staff tried two additional consoles prior to the replacement of the iab. The second iab worked successfully with no incident. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. Two kinks were observed on the catheter tubing approximately 74.9cm and 75.9cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded from the pump. The evaluation cannot confirm the reported difficult/unable to inflate problem. We were unable to duplicate the reported difficult/unable to inflate problem. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat this event in the laboratory setting, a kink in the catheter can cause inflation difficulty. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that the after intra-aortic balloon (iab) insertion upon attaching the iab to the iab pump the balloon would not inflate. The staff tried two additional consoles prior to the replacement of the iab. The second iab worked successfully with no incident. There was no reported injury to the patient.